Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms such as dizziness, vomiting and was unable to self-treat. As a result, the customer had contact with a healthcare professional who obtained an unspecified glucose test and administered an IV medication, however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.